Event description:
A pt of unk age and gender presented for an endovenous laser treatment. It was reported by the user that during the procedure, with the tre-sheath in place, as the physician began to remove the fiber from the pt, the fiber snapped at the hub, which is located outside the pt. The emergence stop on the laser generator was engaged and the procedure was stopped. The fiber was replaced with another new of the same device and the procedure was successfully completed without further complications. It was reported that there was no harm or injury to the pt or user due to this product problem.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The firm is also attempting to obtain the catalog number and lot number of the reported defective device. The results of the investigation and any follow up information will be sent via a follow up medwatch.